Event description:
This pt was undergoing coil embolization within the internal carotid artery and post-communicating artery. The physician felt resistance during attempt to insert the first coil delivery system into the microcatheter (mc). The dcs coil got stuck at the hub of the mc. He then pulled the delivery tube out of the introducer tube excessively and the soft part on the delivery tube came out. The rhv valve was open wide enough. Continuous flush solution was maintained through the mc. The dcs coil was removed from the mc. The same mc was used with a new dcs coil to complete the procedure. There were no calcificaion or vessel tortuousity. There was no adverse consequence to the pt.